Event description:
Lap sigmoidectomy intervention was done for diverticulitis (with no ileostomy). In 2009, a leak was discovered. The same day, re-intervention was done with hartmann's procedure.

Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. No corrective or remedial actions were taken- the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.